Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 125 mg/dl. The customer reported problem with button arrow down. The customer stated that the device wasn't dropped or bumped nor exposed on moisture. The customer was advised that the device would be replaced.